Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2. Twenty seven days post procedure, the patient had sepsis. Medical management (not specified) was performed. However, two days later the patient died. The primary cause of death was sepsis. The relationship to the subject retrieval device and procedure was reported as unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Infection (sepsis) and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The site provided the update regarding the reported sepsis and subsequent patient¿s death from the sepsis. The sepsis and death were unrelated to the index procedure and the subject retrieval device. There is no allegation of any device malfunction or nonconformance. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2. Twenty seven days (27) post procedure, the patient had sepsis. Medical management (not specified) was performed. However, two (2) days later the patient died. The primary cause of death was sepsis. There was no relationship to the index procedure and/or the subject retrieval device.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2. Twenty seven days post procedure, the patient had sepsis. Medical management (not specified) was performed. However, two days later the patient died. The primary cause of death was sepsis. The relationship to the subject retrieval device and procedure was reported as unknown.